Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). Review of the most recent repair records found all 4 cutters failed the test cut. Cutters are not repairable and were returned to the customer unrepaired. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. It is confirmed the cutters failed the cut test. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00747-1, 0001526350-2023-00749-1, 0001526350-2023-00751-1.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Telephone number: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00747; 0001526350-2023-00749; 0001526350-2023-00751.

Event description:
It was reported that during product evaluation, the cutter failed the test cut with an incomplete cut. There was no patient involvement. Due diligence is complete and there is no additional information available. There is no adverse event associated with this malfunction.